Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8598a, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. Product ID 8598a, serial# (B)(4), implanted: (B)(6) 2009, product type catheter, product ID 8590-1, lot# n156444, implanted: (B)(6) 2008, product type accessory. (B)(4).

Event description:
It was reported that the patient was "over-medicated secondary to infusion therapy". The patient experienced day-time somnolence and slowed speech. The pump was delivering morphine and bupivacaine; pump dose was decreased and prialt added; event was ongoing it was later reported that there was no device malfunction, and the healthcare provider (hcp) attributed event to the medications patient was receiving and "overdose". Device interrogations from (B)(6) 2011 were "normal". It was later reported that the patient was resolved without sequelae.